Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pregnant user of the ilet system experienced frequent hyperglycemia while using the pump, with the user repeatedly meal-announcing to correct high glucose rather than using standard correction guidance; review of reports showed numerous mis-announced meals and poor time in range. Symptoms included high blood glucose. Outcomes included additional training being assigned and troubleshooting and education completed. Investigation included review of device use history and user-reported behavior. Investigation of this case revealed user technique and use error related to meal announcements as the primary issue, with the device and its components not indicated as malfunctioning. It was concluded, based on previously established findings for similar reports, that the cause was user error in meal announcement practices.